Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wanted to increase stimulation because they have been urinating constantly since their "major surgery." The caller clarified that the "major surgery" was knee reconstruction and was not related to the device or therapy in any way. During troubleshooting it was determined that stimulation was turned on and the patient felt stimulation in the correct area after increasing stimulation from 2.8 to 3.2. The patient planned to monitor symptoms and follow-up with their healthcare provider (hcp) if their symptoms did not resolve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that no steps were needed to resolve the increased frequency. It was, however, resolved.